Manufacturer narrative:
The device was returned to olympus for inspection and new visual abnormalities were confirmed. Based on the results of the investigation: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the electrical contact points of the video connector, corrosion on the scope mount, and corrosion on the free lock lever. There was no patient involvement.